Event description:
Davinci sureform 60 stapler would not function upon attempted firing of third stapler load. The company rep was present and had us reseat the sterile adapter on the endowrist drape and the stapler cartridge, but it still would not function and produced a "fail to initiate" error message. FDA safety report ID# (B)(4).